Manufacturer narrative:
During a subsequent follow-up with the reporter additional information was obtained. It was further reported that the engine did not rotate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, blocked, was running rough and defective on the compact air drive device. It was further determined that the device failed pretest for check for excessive noise, check for air leak, check for untrue running, check starting behavior, check the power with test bench, check function of soft mode switch(safety system) and check triggers for forward/reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.